Event description:
It was reported via repair work order that the brakes were not holding properly due to a worn brake cam. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.